Event description:
It was reported that there are high thresholds in left ventricle and pocket stimulation is present. The lead was capped and an exisiting second lead was connected to the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.